Event description:
The customer reported that the n65 monitor was missing segments in the saturation of peripheral oxygen (spo2) window in the 100s and 10s columns. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Verified missing segments. The problem was isolated to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).